Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged having lung cancer, small spot on his one lung and which has grown into the size of an orange while using the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Section d9 was incorrectly captured as 20-feb-2022 in previous report, it is corrected as 20-feb-2023 in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black specs coming out of the device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An inspection of the device was completed by the manufacturer and found evidence of water ingress on blower and blower box. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. The manufacturer found no evidence of sound abatement foam degredation/breakdown. The device downloaded event log was reviewed by the manufacturer and found one error. The manufacturer concludes the device has presence of contamination in the airpath. Pil can confirm the presence of water ingress in the airpath. The manufacturer found no evidence of sound abatement foam degredation/breakdown.